Manufacturer narrative:
The event product was not returned to applied medical for evaluation. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic prostatectomy. Incident description: the doctor performing a robotic prostatectomy had a portion of the ctf73 (assist port) seal tear off during surgery. The seal was noticed toward the end of the surgery after taking the lymph nodes. The [competitor] bag was observed deployed/used multiple times to retrieve specimens laparoscopically. When removing the bag through the trocar the plunger was left completely advanced leaving the jaws completely open with the metal end still exposed. This technique for retrieving specimens was observed multiple times. There were also multiple needles that passed through the trocar during the procedure. These needle sizes were- rb1, tf, ur-6, CT-1. There was not a patient injury. The physician also mentioned that the incident was recorded and has video of the event. Additional information received via email from sales representative on may 02, 2017: a small piece of the instrument seal tore during the procedure and fell info the patient, the torn section was removed. Type of intervention: unknown. Patient status: there was not a patient injury.